Manufacturer narrative:
The device was returned in device tray. Visual inspection found no visible damage to device and lens stuck in cartridge. No similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a ks-3ai, 23.5 diopter, preloaded injector on (B)(6) 2016 and the lens was stuck in the cartridge. There was no injury to the patient.